Event description:
It was reported that during central processing, it was discovered that the cables on the prograsp forceps instrument were frayed. There were no missing or fallen pieces reported. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be frayed. One grip open cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The grips displayed no damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.